Event description:
MFR report reference: 3006705815-2019-01426, 1627487-2019-05897, 1627487-2019-05899. Follow up information received that the patient underwent surgical intervention where the two leads were replaced. The patient has effective therapy post operation.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2, mfg report reference: 3006705815-2019-01426. It was reported that the patient experienced lead migration. The patient was only getting stimulation on one side and one of the leads was causing pain. X-ray confirmed that the lead had migrated. The patient plans to undergo surgical intervention. Note: it is unknown which lead migrated, so both are being reported.